Manufacturer narrative:
The iol was received in condition that precluded analysis of the diopter. The results of our investigation reasonably suggests this event is not manufacturing related. The patient was initially implanted with a 20.0 diopter iol and replaced with a 22.0 diopter. The lens met all manufacturing specifications prior to release.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication, due to the improper iol power initially implanted.